Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a catheter passer (8591-38). During the procedure, the tunneling obturator broke while the physician was reshaping the catheter passer. A new passer was opened and used. No patient impact reported. The issue was resolved.

Manufacturer narrative:
Analysis of the obturator identified it was broken. The previously reported conclusion code no longer applies to this event and has been updated. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.